Event description:
Medtronic received information reporting that after 2 coils were successfully delivered. While filling the third coil, the coil was not well developed when delivered. After it was pushed out, it was observed that there was not coil at the tip end. The coil was replaced with another of the same model which was used successfully and a fourth coil was delivered to complete the procedure successfully. It was noted that the axium coil and all accessory devices were prepared as indicated in the instructions for use (IFU).  There was no harm or injury to the patient who was undergoing a coil embolization procedure to treat a ruptured saccular right middle cerebral artery aneurysm. The aneurysm max diameter was 2.8mm and the neck diameter was 4.2mm. Blood flow and vessel tortuosity were normal. The patient condition was stable. Additional information received reported the device was "not damaged, not separated, and without spring coils."

Manufacturer narrative:
The axium prime coil was returned for analysis. The axium prime implant coil was returned within the introducer sheath. The axium prime coil was found to be inverted within the introducer sheath with the wavelock at the distal end. The axium prime pushwire was found to be bent within introducer sheath from ~163.0cm to ~164.0cm from proximal end. The axium prime implant coil appeared to be detached from pushwire and not returned for analysis. Therefore, any contributing factors could not be assessed. No other anomalies were observed. Based on the device analysis and reported information, the customer¿s report of ¿coil-shape-loop size¿ was confirmed and the root cause could not be determined. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.